Manufacturer narrative:
The reported event of noise was confirmed. A full lead was returned in two pieces for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation at 34.2cm to 36.0cm from the distal tip exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can. No other anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2023-22316. It was reported that the patient presented with noise exhibited on both the right ventricular (rv) lead and right atrial (ra) lead. Both leads were explanted and replaced. The patient was discharged.